Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found with open packaging before use. The following has been provided by the initial reporter: while using the indwelling needle, the nurse found that the packing bag of indwelling needle was broken, so the nurse replaced a new indwelling needle.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found with open packaging before use. The following has been provided by the initial reporter: while using the indwelling needle, the nurse found that the packing bag of indwelling needle was broken, so the nurse replaced a new indwelling needle.

Manufacturer narrative:
Investigation: master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Neither sample or photo was returned making it not possible to observe the failure mode. Root cause could not be determined.